Event description:
It was reported that a patient presented with a header fitting issue noted on the device. The device was not used and another device was successfully implanted. No adverse patient consequences were reported.